Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the stapler was not able to fire. The operator was able to press the green button but the handle was not able to be squeezed. It was noted that the device was pre-fired.